Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the pump¿s black box and alarm history showed cs 078 motor rewind alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly with no call service alarms occurring. The pump case was removed and evidence of moisture was found in internal components of the pump. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked. The returned battery cap was able to fit securely.